Event description:
During a preventive maintenance the co rep was unable to calibrate the shuttle transducer. The customer then stated that an incident occurred previously when the unit was in use on a pt where the unit displayed a maintenance code #3. The pt was switched to another unit and therapy was continued. No pt injury was reported.